Event description:
During a laparoscopic appendectomy procedure, the staples did not form properly. An endoscopic clip applier was used to stop oozing, and finish the case. There was no patient consequences.